Event description:
It was reported via repair work order that there was a reduction in brake force due to malfunctioned scorpion brake plate and brake bar assembly. It was also reported that the brakes would not disengage due to worn casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.